Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that there was air bubbles in the reservoir and leaks detected. The customer's blood glucose level was unknown at the time of the incident. The approximate size of the air bubbles was 1 centimeter. The customer reported handling the insulin correctly and at room temperature. The customer also reported leaks detected and fluid in the insulin pump. The reservoir will not be returned for analysis.